Event description:
It was reported that the event involved a (B)(6) old patient while in the cath lab after insertion. Before insertion, the catheter was tested with saline. The doctor inserted the ai-07130 without issue. After the insertion, they inflated again the balloon without observation of air bubble from the balloon without observation of air bubble from the balloon. During the ventriculography the doctor detected air bubbles in the right ventricle. The bubbles were not present in the images pre-ventriculography. Blood was detected in the line of the balloon. As a result, the catheter was removed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. It was unknown if there was a delay or interruption in therapy; no harm to the patient was noted. The patient outcome is fine.

Manufacturer narrative:
(B)(4).